Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the device was removed because the patient believed their body was rejecting their device. The device may have also been removed because the patient needed an MRI. Nevro attempted to obtain additional information regarding the device removal but was unsuccessful. There have been no reports of further complications regarding this event.